Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: product identification stickers accompanying each device are provided within the internal product packaging. The stickers provide product-specific information and are designed to be attached to the patient's chart for identification purposes. The device identification card should be provided to the patient for personal reference. Safety and effectiveness beyond 10 years has not been clinically evaluated.

Event description:
Health professional reported "an expired implant was implanted in a patient". Doctor has confirmed the event. This record is for an unknown side.

Event description:
Additional information received from the health professional reported the affected location is on the left side.